Manufacturer narrative:
Boston scientific engineering evaluated the memory download and discussed that there was evidence of an invalid battery charge time measurement in the memory. This invalid battery charge time may have caused the magnet rate to be at ern. This invalid measurement can be caused by frequent atr mode switches. In addition, it also appeared that the device's operating current had increased, most likely due to the device being in retry mode and the higher output settings. In some circumstances, this change may also cause a revision to the calculated remaining longevity. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. Since the device was reprogrammed so that the automatic capture is off, this should lower the operating current and the estimated longevity should be more accurate. The ts representative also suggested performing another memory download and sending it in for further evaluation on the device's battery status. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a follow up, it was discovered that this device displayed a remaining longevity of 1.5 years and had a magnet rate suggesting the device was in elective replacement near (ern). This device has only been implanted for four months. The patient has chronic atrial fibrillation and over 2000 atrial tachycardia rate (atr) mode switches had occurred. In addition, the device had automatic capture programmed on and was in retry despite the daily measurements recording thresholds between 1.1 to 1.3 volts. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to inquire about the reason for the noted estimated longevity. A ts representative discussed that a save to disk or memory download should be sent in for evaluation. It was also suggested to turn off the automatic capture and see how it affected the calculated longevity. Once this was performed, the device's estimated longevity went back to 3.5 years. A memory download was performed and sent in for further evaluation.